Event description:
In 2005, this pt was implanted with gore excluder aaa endoprosthesis. On the following month, imaging demonstrated a proximal type I endoleak. On three weeks later, angiography confirmed the proximal type I endoleak. On four days later, the pt underwent a successful reintervention in which an aortic extender component and a palmaz stent were implanted to resolve the endoleak. In 2008, a CT scan demonstrated complete occlusion of the aneurysm.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type I endoleak.